Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to inaccuracies between the sensor glucose and the blood glucose reading. The customer's sensor glucose reading was 4.2 mmol/l compared to the blood glucose reading of 17 mmol/l. The customer removed the sensor and found blood at the site and a bent sensor cannula. The sensor was replaced, however nothing was returned for analysis.